Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter is confirmed; however, the exact cause could not be determined. One 4fr powerpicc sv catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in two segments: the proximal one containing the extension legs and the 7 cm depth mark, and the distal extending from the 8cm to the 24 cm depth mark. A clear dressing and a statlock device were attached to the molded joint, and significant biological residue was present on the sample. A functional test of flushing both lumens of the catheter with water using a 12 ml syringe was performed. A leak was observed just distal to the luer adaptor when flushing the red lumen. No leaks were observed from the white lumen. A microscopic observation revealed a split in the tubing just distal to the red luer adaptor. The surface of the split was observed to have striation-like patterns and radiating tear marks. The edges of the split appeared to be somewhat even. The investigation findings are indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was noted to be leaking from the red lumen and the team identified a hole in the catheter. PICC exchange was performed.